Manufacturer narrative:
Evaluation results: two side cutting burs were received and inspected. A visual examination of the flutes and shafts found no signs of abuse. A hardness check was performed and met all specifications. These two burs have the same catalog and lot numbers. This type of failure mode is normally due to excessive lateral force being applied during use. A review of complaint history shows no other complaints for this product. A inservice will be offered by the service representative on the use and care of this product.

Event description:
It was reported that during a mandibular osteotomy that the tips of two side cutting burs broke off and were easily retrieved. No injury and a short delay of less than five minutes to open another bur.